Manufacturer narrative:
Analysis was performed by a philips field service engineer (fse), who did not encounter the reported problem while onsite. Based on the results of the analysis, the product malfunction was unable to be confirmed. The device was confirmed to be operational, and the device was returned to use at the customer site.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section d: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
It was reported that a faulty loudspeaker appears on the monitor and goes into alarm. The device did not produce audible sound. The device was in use on a patient at the time of the event. There was no adverse event reported.